Event description:
Right sided port inserted at another facility. Approx 2 weeks prior to admission on 11/19, pt noticed an irregular heart beat. A chest x-ray done 11/19/96 showed the broken port in the right ventricle. On 11/20/96, pt was taken to the cardiac cath lab where the broken port was removed from the right ventricle.